Manufacturer narrative:
Block h6: imdrf device code a040609 captures the reportable investigation results of needle shaft bent. Device evaluation: block h11: the returned overstitch nxt was analyzed. A visual and microscope inspection was performed. The device was returned with the anchor exchange and suture. During the microscope inspection, the needle body was found bent. It was not possible to perform a functional inspection because the needle body was bent. The reported event of "anchor exchange failure to pass anchor" could be confirmed. A risk review of the overstitch nxt was completed and confirmed that the events of anchor exchange failure to pass anchor and needle body bent/kinked were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the probable cause selected is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during a transoral outlet reduction (tore) procedure on (B)(6) 2025. During the procedure, the anchor would not stay on the needle body. The procedure was completed with a new overstitch device. There were no patient complications reported as a result of this event.